Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. In this case, the patient¿s access vessel mld was 5.5mm-6.0mm with mild calcification noted. The exact cause of the femoral artery dissection cannot be confirmed. It is possible that patient factors (borderline access vessel mld and mild calcification) or procedural factors (incorrect orientation of the sheath or perclose sutures ) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the transfemoral tavr procedure, the expandable sheath (esheath) was initially inserted into the right femoral artery upside down, with the inseam facing up. The introducer was placed back into the esheath and the sheath was withdrawn. The esheath was re-introduced in the proper orientation with the inseam facing down. Following balloon aortic valvuloplasty (bav), a 23mm sapien xt valve was advanced through the sheath, with some resistance felt. The xt valve was aligned, positioned and deployed in a final 50:50 aortic/ventricular (a/v) position, resulting in trace paravalvular leak (pvl). The delivery system was removed. Cross over from the left femoral artery access to assess the right femoral artery access for dissection or perforation was performed. A dissection at the right common femoral artery (rcfa) was noted. Percutaneous transluminal angioplasty (pta) was performed twice. After the second long inflation, some blushing was noticed. No covered stent was placed. The patient was transferred with a femostop on the right groin to provide hemostasis. No further extravasation was noted at the rcfa. The exact cause of the femoral artery dissection cannot be confirmed. It was speculated that the dissection may have been caused by the sutures used for the perclose or patient factors (borderline access vessel mld). The access vessel minimal luminal diameter (mld) was 5.5mm to 6.0mm with mild calcification reported. The degree of tortuosity was unknown.